Manufacturer narrative:
The customer's complaint that the lifeband (lot #198870) tore apart while using the autopulse platform (sn (B)(6) was not confirmed during the functional testing. No device malfunction was noted, and the platform functioned as intended. The archive data review indicated no significant discrepancies. The autopulse platform passed the functional testing without error or fault. The platform was tested with known good test lifeband, and it passed rigorous testing without any issues. Following service, the autopulse platform passed the run-in and final tests without fault or error.

Event description:
Patient #2: during the resuscitation attempt using the autopulse platform (sn (B)(6), the lifeband (lot #198870) tore apart while in use. The crew performed manual CPR for the rest of the call. No consequences or impacts on the patient.